Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set broke at the tubing and clip connector while the patient was asleep. Further, there was some blood on the infusion set and his blood glucose level was 400 mg/dl. There was no damage to the infusion sets when the package was first opened. Moreover, he had replaced the infusion set and successfully resumed insulin. No further information available.